Event description:
It was reported that the patient experienced an infection at the ipg site. As such. The entire system was explanted on (B)(6) 2022 to address the issue. Additionally, the infection is being treated with antibiotics.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.